Event description:
An eye care practitioner reported that a patient experienced bilateral epithelial erosion, central cornea (approximately 50%) associated with wear of o2optix contact lenses. Significant pain was noted. Lens wear was discontinued. No specific treatment/therapeutic agent was reported, however is presumed to have been prescribed. The event fully resolved within a few days. No further information has been provided. This report is designated as the left eye event.

Manufacturer narrative:
The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.